Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rexk0135 showed no other similar product complaint(s) from this lot number. No sample being returned.

Event description:
It was reported by the nurse that the patient child of the pediatric hematology inpatient area, with acute lymphocytic leukemia, had the implantation of a bard 3f three-way PICC catheter through the left basilic vein on (B)(6) 2015. The catheter is 35cm inserted and 7cm exposed. The catheter tip is at t6. On (b)(6, )during the maintenance, some redness was found at the puncture site. The exposed catheter was allegedly leaking at 38cm. After trimming the catheter, nurse stated that they remounted the connector and then the catheter was exposed 1cm. Nurse reported that they tried to pull out the catheter for 3cm but failed. Regarding the inflammation, after anti-inflammatory nursing intervention, the inflammation disappeared three days later. There was no thrombus under color doppler ultrasound examination. The catheter tip was at t6. Nurse stated that they tried again to remove the catheter but still failed. By hot compress, body position changes and other nursing intervention. Nurse stated that they removed the catheter again but it was absolutely still. Because the patient child had other wounds to be treated, he was transferred to another branch ward for treatment.